Event description:
Device: carefusion alaris infusion device. Pt was receiving blood via alaris pump at 120 ml/hr. Rn taking care of pt was at lunch and another rn was covering. Blood was found on the floor dripping from the inside of the pump. Upon opening, a tear was seen in the tubing above the safety clamp. We have had multiple events resulting in IV tubing tear/rip/malfunction with this device. Un-related to this issue, the pt experienced a possible blood transfusion reaction and the tubing and blood had to be returned to blood bank. I was assisting with pt during this time. Event abated after use: yes.